Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up around 2014. Upon interrogation, the right atrial lead capture threshold increased resulting in an ultimate loss of capture. An x-ray was also performed which revealed the atrial lead was partially dislodged rendering pacing dysfunctional and the sensing seemed to be appropriate. The patient was not concerned about the capture issue as the patient is not atrial pacing dependent and the device was predominantly used for sensing. Hence, the patient did not want to replace it until the generator reached elective replacement indicator(eri). The patient presented for generator replacement procedure on (B)(6) 2019 due to eri. During the generator change out procedure, the right atrial lead was capped and replaced on (B)(6) 2019. The patient was stable throughout without any complications.